Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not allow flow of medication. The device was filled with 77 ml of fluorouracil and 38 ml of glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured april 27, 2016 ¿ april 29, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Once the luer cap was removed, normal flow was observed from the distal luer. A functional flow rate test was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.